Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was experiencing ¿little kind of shocks where the implantable neurostimulator (ins) was implanted on the two parts of the patient¿s leg.¿ the patient stated that she noticed this shocking sensation on the night prior to the report when she turned the ins off when she was about to charge the ins. The ins was always turned off when the patient charges it. It was also noted that the patient could feel the shocking sensation ¿for a while¿ even when the ins was off, noting that she did not feel it at the time of the call. The patient was also afraid to turn the ins back on or put the recharger (rtm) over her ins in fear that the shocking sensation might return. There were no reports of falls or trauma that could be related to this issue and it was unknown if there was any recent medical test or emi environmental exposure. The patient did state that she was unsure if this issue stems from being too close to "electricity stuff" such as the radio station a mile away with a big tower, or the store behind her with electrical stuff in it. In the end, the patient was redirected to follow-up with their healthcare professional (hcp) and/or a manufacturer representative (rep). There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that they spoke with the patient and took care of the situation. The rep reported that the patient had changed programs and the new program was turned up too high and she would feel a shocking sensation. The rep assisted the patient in turning it down and she was happy. No further complications reported.